Manufacturer narrative:
Product investigation is in progress.

Event description:
String was detached- tampons [device breakage]. Case narrative: consumer reported via phone that the tampon strings detached. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String was detached- tampons [device breakage]. Case narrative: consumer reported via phone that the tampon strings detached. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String was detached- tampons [device breakage]. Case narrative: consumer reported via phone that the tampon strings detached. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String was detached- tampons [device breakage] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via phone that the tampon strings detached. No injury reported.